Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device seemed to shut down during operation. The event occurred 5 times, between (B)(6) 2024 and (B)(6) 2025. On each occasion, it was noticed that the temperature sensor had become loose. It was secured with new heat shrink tubing at fu, as it otherwise came loose during operation. There was patient involvement, but no injury as a result of the event.

Manufacturer narrative:
D9: 23-jun-2025. H3: one device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue could not be reproduced. The event history logged "distal error." A cause could not be determined. The device tested normally without any failures.